Manufacturer narrative:
Returned device was received in good physical condition. Evidence of reported problem in event log was found cassette not attached alarm. During the evaluation of the device the occlusion test was performed, and found the pump give cassette not attached alarm after the cassette is removed and latch is closed. The customer reported condition was confirmed. Based evaluation of the device found faulty downstream occlusion sensor. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received that a smiths medical pump kit, cadd-solis vip, mdl 21 was alarming cassette not attached. No adverse patient effects were reported.